Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). See manufacture narration.

Event description:
The access tip has a ridge and is damaged. Therefore it can not be insert into the valve. Was the damage access tip observed before attaching the access tip to the patient catheters or did they observed during use? Did they attempt to reconnect it? They did observed during use. They dont reconnect it.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for reported lots 0001382390 was performed and no recorded quality problems or rejections related to this incident were found, all procedural and functional requirements for product release have been met. While we did not identify a direct issue, a corrective action project was opened to further investigate these defects. Through our investigation, we identified that general wear on the manufacturing equipment can contribute to the excess plastic that was observed. Product undergoes inspections throughout manufacturing, any product identified during these inspections to have excess pieces of plastic on the access dilator undergoes a process to remove these pieces. When reviewing our process, we identified an opportunity to improve consistent identification of the excess pieces of plastic to ensure they undergo the proper de-flashing process. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text: see manufacturer here.

Event description:
The access tip has a ridge and is damaged. Therefore it can not be insert into the valve. Was the damage access tip observed before attaching the access tip to the patient catheters or did they observed during use? Did they attempt to reconnect it? They did observed during use. They don't reconnect it. Is there a photo or sample available showing the reported issue? No. Where is the catheter located - abdomen or chest: pleura (chest).